Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead. (B)(4). Analysis of the returned lead model 977a260, serial #(B)(4) showed no anomalies.

Event description:
Information received from the manufacturer¿s representative reported that the lead component was damaged during the surgical implant procedure. The impedances on the middle electrodes of the lead were out of range. It was noted that the doctor placed the lead in the epidural space with no resistance but impedances of >10,000 ohms for 2 electrodes. The representative observed no improper handling of the lead. When tested electrode 8-15, 12 and 9 or 8 were reading greater than 10,000 ohms. Electrode pairs 1<(>&<)>2 and 1<(>&<)>3 were in the 9 ,000 ohm range. The representative reported these values from memory and could not find the record on the clinician programmer. The manufacturer representative ran the impedances several times and tried two multi-lead trialing cables (mltc) which did not fix the issue. The lead was not used because of the high impedances on 2 electrodes and was replaced. The lead that was not used was returned to the manufacturer. There was no patient injury reported and the status after the procedure was noted as recovered without sequelae. If additional information is received, a follow-up report will be sent.